Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient¿s dexcom g7 sensor had already failed before he went to sleep some days after the sensor was put on the arm. Behavior of the cgm prior to failure was not described, nor was the last known egv. He did not have any other glucose monitoring overnight. Without an active sensor session, the omnipod 5 did not access aid. While sleeping, he began sweating heavily and experienced seizure. He tried to get out of bed to have some glucose or orange juice but collapsed, hitting his head on the nightstand and getting a black eye. He then fell under the bed and became trapped beneath the metal frame. While stuck, he continued hitting his head on the floor and bed frame, causing two scalp lacerations and significant bleeding. His wife called 911 and used approximately 10 to 12 towels to control the bleeding while waiting for emergency medical services (ems). When ems arrived, his blood sugar was 20 mg/dl, and his cgm was not working. He was transported to the hospital, where glucose was administered. No further major treatment was needed. He stayed in the hospital less than 24 hours and was sent home the same day. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.